Manufacturer narrative:
The reported event of a missing ventricular fibrillation (vf) episode was confirmed. Based on the information provided, it was determined that the vf episode was not present, and noise reversion was observed. The root cause of the missing vf episode could not be determined based on the available information.

Event description:
It was reported that the patient presented in the emergency room. It was noted that the insertable cardiac monitor (icm) exhibited missing electrograms (egms) of a ventricular tachycardia episode. No intervention was performed. There were no patient consequences.